Event description:
Rptr has previously filed a medwatch in 1991. Rptr had 2 breast surgeries, beginning with the first implant surgery; devices were not replaced. Implants are not in now, calcium deposits occurred in both, and biopsies were done/tissue samples examined pathologically. Implants were placed following mastectomy for fibrocystic disease/to prevent cancer. Since cancer in a sibling and cell structure was changing, advised to have mastectomies. Medical professional confirmed silicone outside the breast scar tissue capsule on chest wall. Implants were removed for inflammatory infections, fatigue, and made rptr "very ill". Devices were sent to md. The right implant had leaking/bleeding through envelope, and many foreign body giant cells, granuloma and caused chronic infection. No open or closed capsulotomies were performed on right or left implant. Left implant had leaking/bleeding through envelope; was partially collapsed, sticky, and tan in color. Rptr had one capsular contracture in both the right and left breasts. Rptr has been diagnosed with the following after implanation: high/low blood pressure, peripheral neuropathy, demyelinating neuropathy, other neuropathy, carpal tunnel syndrome, motor neuron disease, organizational difficulty, short term memory loss, mood swings, dementia, balance disturbances/vertigo/dizziness, chest/rib cage pain and/or burning sensation, chest/rib cage inflammation, elevated cholesterol or triglycerides, dry eyes, macular degeneration, thyroid problems, adrenal problems, chronic swelling, heat/cold sensitivity, bleeding ulcers from medication, irritable bowel syndrome, substantial hair loss, frequent migraines/severe headaches, mitral valve prolapse, hypersensitivity/allergies to chemicals, and insect bites or stings; connective tissue disease, possible lupus, atypical lupus, sjogren's syndrome, inflammation, and swelling of joints, pain/arthralgia, chronic swellen lymph nodes in neck, chronic unexplained muscle spasms, muslce pain & burning, muscle atrophy, fibromyalgia, myositis or polymyositis, unexplained rashes, sensitivity to sun unexplained severe itching, chronic insomnia, non-restorative sleep, long term extreme fatigue, granulomas/silicanomas, clumsiness/dropping things, misjudgement of distance/running into objects, and sicca.